Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the port. The reporter stated that it appeared the heat seal was not close properly. This issue was discovered during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was manufactured from may 09, 2019 - may 10, 2019. The actual device was not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition of both samples. A functional testing was performed with no issues noted in both samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.